Manufacturer narrative:
Follow-up #1: date of submission 07/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2014. The keypad cover was returned peeling. During testing, the up arrow keypad button was intermittently unresponsive. The keypad cover was removed and evidence of contamination was also found under the up arrow, down arrow and ok buttons. Additionally, the contrast button contact was missing and the down arrow button contact was damaged. Unrelated to the original complaint, the battery cap was damaged, the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.